Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved in this event to perform failure analysis. The instrument was found to have input disk issues, with grip input disk #7 completely detached. Other backend components adjacent to the broken inputs did not show damage.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the small grasping retractor was found to have a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Analysis is in progress. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.